Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 143 mg/dl and the sensor glucose was in the 40-50 mg/dl range at the time of the incident. Customer mentioned that the sensor readings would be many points lower than their blood glucose reading causing the pump to initiate a suspend. We performed troubleshooting on the transmitter. No anomaly was observed on the transmitter. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensors are expected to be returned for analysis.